Manufacturer narrative:
G4:06jan2021. B4:28jan2021. Further investigation of the complaint led to the finding that the issue was found during testing. The issue is prior to its use and would always be detected before use on a patient. There was no patient involvement. No death or serious deterioration in health occurred. Although the knob was not functioning the customer was able to manipulate the settings via touch frame. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020 .

Event description:
The biomedical engineer (bme) reported alarm indicator light emitting diode (led) light not blinking and rotatory knob not functioning. The unit was not in use, and there was no patient or user harm reported.